Manufacturer narrative:
The customer's calibration data was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc was acceptable prior to patient testing. The field service engineer replaced various parts and performed adjustments. After service, he performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 8000 e 801 module. The customer reported there were system alarms for another assay prior to this event. The patient¿s initial result was not reported outside the laboratory. The customer repeated patient samples on another analyzer for confirmation. The patient¿s initial estradiol result was 1116 pg/ml, and the patient¿s repeat result was 10.5 pg/ml. The customer determined the patient¿s repeat result was correct. The estradiol reagent lot number was 44672200 with an expiration date of 31-dec-2020.